Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 29mm aortic tissue valve was explanted and a 29mm aortic tissue valve of a different model was implanted in the aortic position during a procedure on (B)(6) 2025. The reason for the replacement was reported as severe aortic regurgitation and aortic stenosis. The patient also had symptoms of dyspnea on exertion. A maze procedure was also performed concomitantly. During the explant, it was found that the valve had heavily calcified leaflets with holes and dense pannus. No patient complications have beenreported as a result of this event.